Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, an attempt was made to interrogate the implantable pulse generator (ipg) however, a telemetry problem occurred and the ipg would not accept data. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.